Manufacturer narrative:
Relevant tests/laboratory data, corrected data: initial report inadvertently left off battery life calculation.

Event description:
The patient had generator explant surgery on (B)(6) 2015. Attempts for product return and clarification on the reason the generator was explanted were unsuccessful to date.

Event description:
It was reported that a patient was having his vns explanted for an unknown reason. Upon follow-up, a staff member at the physician's office stated that the explant was being done due to discomfort at the generator site. However, it was then reported to another company representative that the explant was being done because the patient had a temporal lobectomy and was seizure free. It is unknown what the actual reason for explant is, and, if the explant is being done for discomfort at the generator site, it is unknown if the surgery is to preclude a serious injury or only for patient comfort. Attempts for further information have been unsuccessful to date. No known surgical intervention has occurred to date.